Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Customer reloaded the cartridge to address the issue. Additionally, it was reported that a malfunction alarm occurred. Customer resumed insulin delivery. Customer¿s blood glucose level was 267 mg/dl.